Event description:
It was reported that an obvious decline in pt's hearing performance was noticed by the guardians on (B)(6), 2012. A history of a head trauma was denied by the guardians. Problems of the external devices were excluded. Testing in situ showed that the device has malfunctioned. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.